Manufacturer narrative:
The cell rinse tube was proactively replaced although there was no indication of a damage. The field service engineer did not identify any abnormality of the hardware during his service intervention. There was no indication of a general sample quality issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with creatinine (crep) gen.2 assay on a cobas 8000 c702 module. On (B)(6) 2023: initial result: 681 umol/l. Rerun result: 59 umol/l (tested from the same sample).

Manufacturer narrative:
The crep g.2 reagent lot number and expiration date were not provided. The field service engineer checked the instrument and found it performing within specifications. Calibration and qc were checked and they seem to be normal. The reaction monitor for the questionable result showed higher absorbance suspecting sample pipetting related issue. Investigation is ongoing.